Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. One q-syte connector was provided for investigation. The top disc of the septum had separated from the rim of the top body. A portion of the septum top disk was pushed within the opening of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was assembled; however, the root cause could not be determined. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
"Patient had a bd qsyte bung changed on (B)(6) as per hospital policy. Had one extra session of dialysis with bungs. Dialysis performed and dialysis lines disconnected from bung. Saline flush attached but unable to push flush. Flush disconnected and noted silicone section was dislodged causing the needless device to malfunction. Bung removed and replaced." (B)(6) 2025 customer response: the issue was reported with 3 qsytes. Could you please confirm if these were associated with three different patients. They only submitted one complaint as they didn¿t save the device for the other incidents and there are no lot numbers for these.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.